Event description:
Additional information was provided indicating the patient was approved to undergo a transcatheter valve in valve procedure inside the degenerated one, scheduled for (B)(6) 2012. Patient case presentation indicates this is a (B)(6) female, symptomatic severe as, worsening dyspnea on exertion, surgical avr 1999 21 mm c-e bovine valve, nyha class ii, frailty, tte 9/19: ef 77%, ava 0.63 cm², mean grad 55.7mmhg, peak grad 93 mmhg vmax 4.82 m/s, tee shows degen. Thickened leaflets, reduced leaflet mobility, trace-mild ai without rocking or paraprosthetic lucency dilated aneurysm ascending aorta mr mild, tr severe, rsvp 51.4 mmhg, htn, cad not significant.

Manufacturer narrative:
Additional manufacturer narrative: additional information was received indicating the patient was approved to undergo a valve in valve procedure as treatment for the reported stenosis. No additional information provided.

Event description:
It was reported via a clinical specialist that a patient with a model 2800-23mm aortic valve presented symptoms of stenosis after an implant duration of approximately 13 years. The stenosis was revealed on a echo performed during a clinical work up as the patient is being evaluated for inclusion into the clinical trial. No additional information was received regarding the type of intervention performed, if any.

Manufacturer narrative:
Additional manufacturer narrative: the only information provided is that the patient was diagnosed with bioprosthetic valve stenosis after an implant duration of 13 years, and no intervention has been scheduled or performed. Bioprosthetic valve stenosis can be due to patient factors as well as intrinsic properties of the valve itself. No patient medical history was provided for this event. Additional attempts will be performed to obtain information regarding the status of the implanted valve, and patient's condition. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information provided to suggest a device quality deficiency related to this event.